Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not changed the pump time to daylight savings. Blood glucose was not impacted. Tandem technical support assisted the customer with correcting the pump time.